Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Missing top rear label. During functional check. The customer's reported problem was duplicated. Liquid ingresses into liquid crystal display problem was verified by visual inspection. However, when the latch closed, and pump started it alarmed for cassette not attached properly. The root cause was liquid crystal display was contaminated. Replaced contaminated liquid crystal display and downstream occlusion sensor.

Event description:
It was reported there was liquid ingresses into liquid crystal display. No patient injury was reported.